Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received a denali delivery system and the filter was returned outside of delivery device. Dilator was not returned. Product label was returned. The introducer sheath was returned connected to the storage tube. The pusher catheter was returned inside of the introducer sheath. Spiral skiving was found on the storage tube and along the entire length of the introducer sheath, which was due to the filter feet. The tuohy-borst was returned tight in place. No damage was noted to the distal tip of the introducer sheath. No anomalies were noted to the filter. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. The filter contained all 6 arms and 6 legs which were present and intact. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as excessive spiral skiving was found along the introducer catheter surface as well as in the storage tube. This excessive skiving is likely due to the filter having difficulties advancing through the sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.